Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('gen. Abnormal bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, rash and constipation. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urticaria ("hives"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), bladder disorder ("bladder probs."), urinary tract disorder ("urinary probs."), urinary tract infection ("uti"), fatigue ("fatigue"), genitourinary tract infection ("gti"), alopecia ("hair loss"), tooth disorder ("dental probs."), headache ("headaches"), vision blurred ("blurred vision"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and abdominal pain upper ("stomach pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation in (B)(6) 2012). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, dyspareunia, urticaria, menorrhagia, psychological trauma, bladder disorder, urinary tract disorder, urinary tract infection, weight increased, fatigue, genitourinary tract infection, alopecia, tooth disorder, headache, vision blurred, vaginal haemorrhage, migraine, allergy to metals, dysmenorrhoea, vaginal discharge and abdominal pain upper outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, genitourinary tract infection, headache, menorrhagia, migraine, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: the patient did not have essure removed. Reported : date of insertion: (B)(6) 2012 (noted discrepancy). Plaintiff received treatment for allergy, psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('gen. Abnormal bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, rash and constipation. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urticaria ("hives"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), bladder disorder ("bladder probs."), urinary tract disorder ("urinary probs."), urinary tract infection ("uti"), fatigue ("fatigue"), genitourinary tract infection ("gti"), alopecia ("hair loss"), tooth disorder ("dental probs."), headache ("headaches"), vision blurred ("blurred vision"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and abdominal pain upper ("stomach pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation in jul-2012). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, dyspareunia, urticaria, menorrhagia, psychological trauma, bladder disorder, urinary tract disorder, urinary tract infection, weight increased, fatigue, genitourinary tract infection, alopecia, tooth disorder, headache, vision blurred, vaginal haemorrhage, migraine, allergy to metals, dysmenorrhoea, vaginal discharge and abdominal pain upper outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, genitourinary tract infection, headache, menorrhagia, migraine, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: the patient did not have essure removed. Reported: date of insertion: (B)(6) 2012 (noted discrepancy). Plaintiff received treatment for allergy, psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2012: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-mar-2020: pfs and mr received : events- "abnormal bleeding (vaginal), hives, migraines, nickel allergy, blurred vision, dysmenorrhea (cramping), vaginal discharge, gti, stomach pain", reporter, medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.